Manufacturer narrative:
(B)(4). Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The field service engineer (fse) cycled the device on and duplicated the customer event, isolating the issue to an internal fault within the user interface module (uim). The fse replaced the uim and performed the operational verification of the device, returning it working to service specifications.

Event description:
The customer reported that while in use with a patient, the touchscreen on this avea ventilator became distorted and the ventilator seemed to stop ventilating. The patient was placed on an alternate device and no patient harm was reported with this event.

Manufacturer narrative:
The vyaire field service representative (fsr) reported a blank screen on this device and replaced the user interface module (uim). The fsr also performed the operational verification procedure of the device and having passed the ovp the device was retune to the customer for use. The suspect uim was returned for a component evaluation by our manufacturing group. Result of the investigation: the vyaire failure analysis laboratory received the suspect obsolete user interface module (uim) for investigation. The failure analysis (fa) lab performed a visual inspection of the internal components with no anomalies. The fa lab also performed multiple power on cycles in the user mode on the suspect control board on a test uim. The testing found component no anomalies and the fa lab was not able to duplicate the customer event. Therefore, no component root cause can be determined.